Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported on (B)(6)2018 they noticed they couldn't get their '702720770' to work they were in more pain. It is unclear which device the patient was referring to but it was most likely the programmer as they say they received a new '702720770' the next day . It was reported that they could not regulate any pain level. It was reported that it is working again. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported their stimulator turned off the day prior to the report and they stopped feeling stimulation. A poor communication message was reported on the programmer and the patient reported they were unsure if the ins battery died. It was reported that the patient could not interrogate the device. No further complications reported/anticipated.